Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # (B)(4) the analysis results found that a har9f device was returned inside its original package; upon visual inspection, foreign matter was noted. The foreign matter was confirmed to be cloth fiber; however no conclusion could be reached on how the cloth fiber was on the device. No conclusion could be reached as to what may have caused the reported incident. A lot record was review and no anomalies were noted during the packaging process.

Event description:
It was reported that prior to a neck dissection procedure, before opening the sterile package, they observe some dirt inside the harmonic focus + package and thereby they cannot ensure the sterility of the product and thereby open a new instrument. There were no adverse consequences for the patient reported.